Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, approximately six (6) months after an acl + meniscal root repair procedure performed on (B)(6) 2022, where one (1) platinum flyer blade (case (B)(4) was used; a patient experienced several adverse events on different dates: on 15-jan-2024 the patient had significant pain, reduced range of motion and inability to reach full flexion due to cyclops lesion, these affections were treated with physical therapy; however, there were not resolved. Furthermore, the patient presented significant swelling due to cyclops lesion, for which an MRI was performed. Aside from the issues mentioned, on (B)(6) 2024, the patient had fixed flexion deformity with inability to rehab the deficit, therefore, an arthroscopy and debridement of cyclops lesion and notchplasty were performed on (B)(6) 2024. The patient outcome is resolved/recovered.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Based on the limited information provided the clinical root cause of the reported events could not be determined and we are currently unable to rule out the procedure, the surgical planning, or compliance with rehab as likely contributory factors to the reported adverse events. However, there is no evidence to support that the device caused a part. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H11: h2: corrected data on b1 (adverse event) and h6 (health effect - impact code).